Event description:
It was reported that the device did not stop even though there was air in the tubing. The tubing used was a burette administration set (ref (B)(4)), and the infusion was set up as a secondary. Per report, the burette emptied, and the tubing ran "dry". The pump allegedly did not stop infusing and air "almost reached patient." There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an air in the tubing, pump did not stop from infusing. Burette set was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not stop even though there was air in the tubing. The tubing used was a burette administration set (ref 2441-0007), and the infusion was set up as a secondary. Per report, the burette emptied, and the tubing ran "dry". The pump allegedly did not stop infusing and air "almost reached patient." There was patient involvement but no harm.